Manufacturer narrative:
Most accurate date of the event is 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak occurred while using a prismaflex m100 set. The leak was discovered during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photographs showed evidence of the presence of two different external leaks. The return line was cracked near the screwed connector which caused the leak on the top of the filter. Another leak was visible at the level of the filter blood header; however, the cause was undetermined. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.